Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, device retuned to manufacturer on: 02/14/2019, device returned to manufacturer: yes. Device evaluation: the intraocular lens was received on 02/14/2019. The lens was received in the original folding carton, the lens case assembly was received as well. The lens was received cut in two pieces; the reported issue could not be verified. Traces of viscoelastic were observed on both pieces of the returned lens. This indicates the lens was handled at the surgical stage and therefore, a product quality deficiency could not be determined. Manufacturing record review: a review of the manufacturing records was performed. The review revealed that the product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper handling and use of the product. Historical analysis: a search revealed that no other investigation request has been received for this production order number. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Was submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed/replaced during the initial report. If explanted; give date: n/a (not applicable). Replaced during the initial report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 18.0 diopter intraocular lens (iol) was removed and replaced with another lens (same model) during the initial procedure, because the lens ripped when inserting into the patient's right (od) operative eye. There was no surgical intervention required and the patient is doing well post-operatively. No additional information was provided.